Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with pacemaker had bypass surgery and the physician could not check before the procedure. It was noted that magnet did not have any response and thought device was no longer functional. There was no further information provided. The pacemaker remains in service. No adverse patient effects were reported.